Event description:
It was reported that patient presented in the emergency room for unknown reason. Upon evaluation it was noted that patient's atrial lead was dislodged. During lead revision procedure lead helix was not able to extend. The lead was explanted and replaced. The patient was stable after procedure.